Manufacturer narrative:
Product event summary: a pump, controller ac adapter and controller with unknown serial numbers were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported thrombus and loss of power events could not be confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the historical review of similar events, a possible root cause of the loss of power can be attributed to the disconnection of both power sources from the controller and/or to an intermittent disconnection on one or both power sources. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system: pump. Device available for evaluation: no. (B)(4). This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted after the controller was stopping intermittently. Batteries were fully charged and connected. The controller ac adapter and controller were exchanged. The ventricular assist device had thrombus and the patient received anticoagulation adjustment. No further patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.